Event description:
It was reported that log files were sent for review. The log files noted several random power cable disconnects on the mobile power unit. The cause of the alarms was not identified. The patient was observed making connection changes to and from the mpu and back to the battery. There were no bent pins with any connections. The patient made finger tight connections. Connections were checked after the patient made the connection, and nothing was loose or needed to be tightened. All connections and cords were checked, and there were no frayed lines or disconnections noted. No equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate mobile power unit was evaluated following the reported event of several power cable disconnect alarms active. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis; however, a log file was submitted for analysis. The submitted controller event log file contained data spanning approximately 8 days ((B)(6) 2023 per the timestamp). The log file did not capture any notable atypical power cable disconnect alarms. All power cable disconnect alarms that were active in the log file were due to routine power source exchanges. No equipment was exchanged, and no product will be returning for analysis. The reported event could not be associated to an issue with the mobile power unit. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the alarms were due to power changes.